Manufacturer narrative:
At this time product has not yet been returned for this complaint. A valid lot or serial number was not provided. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and freestyle libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced ¿shaking hands¿, ¿put his hand through the wall¿ and was unable to self-treat. Patient's caregiver further reported calling the ambulance and paramedic provided sugar tablet and food. No further treatment was required. There was no report of death or permanent impairment associated with this event.